Event description:
Mastectomy on (B)(6) 2021 with placement of tissue expander and acellular dermal matrix. Developed "red breast syndrome " on (B)(6) 2021. Immediately notified md. Trial of antibiotics given. Resolved after approximately 2 weeks. Redbreast recurred (B)(6) 2021. Notified md and was again given antibiotics. FDA safety report ID # (B)(4).